Event description:
Consultant reported to product director biomaterials marketing a product complaint on cranios reinforced fast set putty: product did set, but did not adhere to the bone the second time. It did work and the doctor closed without any problem. No additional information can be provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was not returned and a device history records review has been requested. Placeholder.